Event description:
A customer initially reported receiving an "error-9" message from the freestyle libre 2 reader on (B)(6) 2021, and ordered a replacement product. On (B)(6) 2021, the customer reported that due to a delay in the delivery of the replacement product, he experienced a medical event as he was unable to monitor his glucose. The customer suffered a loss of consciousness, however, was able to regain consciousness and self-treat with candy. No third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned for investigation. Visual inspection of the returned reader was performed and no issues were observed. Performed built-in reader test. The reader test passed and did not observe any error messages. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported receiving an "error-9" message from the freestyle libre 2 reader on (B)(6) 2021, and ordered a replacement product. On 28 aug 2021, the customer reported that due to a delay in the delivery of the replacement product, he experienced a medical event as he was unable to monitor his glucose. The customer suffered a loss of consciousness, however, was able to regain consciousness and self-treat with candy. No third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.